Manufacturer narrative:
This report is for two (2) unknown 4.0mm cannulated screws with partial part number 207.6xx. Two (2) unknown 4.0mm cannulated screws remained in the patient¿s bone; devices not considered explanted. Complainant parts are not expected to be returned for manufacturer review/investigation, as parts remain in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a removal of screws from a patella on (B)(6) 2016 due to symptomatic pain. The screws were deeply buried in the patella; confirmed via an x-ray taken on an unknown date. Two (2) of the 2.7mm cortex screws were successfully removed, however two (2) of the 4.0mm cannulated screws were not able to be removed as they did not move at all after number of attempts and remained in the patient. The procedure was completed with a 15 minute surgical delay and the patient status reported as good. This report is for two (2) unknown 4.0mm cannulated screws. This is report 2 of 2 for (B)(4).